Event description:
It was reported that an ilet device experienced a hardware failure in which the screen was visibly cracked and unusable, rendering the display inoperable. Symptoms included no reported adverse clinical effects and no alarms. Outcomes included no change in clinical status, no medical or surgical intervention, and continued ability to use cgm via the dexcom app or receiver. Investigation included complaint record review, device history review if available, and user education on device shutdown and data syncing. Investigation of this case revealed physical damage to the device display consistent with screen breakage without associated performance alerts. It was concluded that the event was due to a damaged device component and that replacement of the device was warranted.